Event description:
It was reported the plasmablade quit working during a case, (breast lumpectomy). It does not work consistently only intermittently. There was a time delay to pull another device. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. After decontamination and cleaning of the returned device, visual inspection revealed no defects to the handle and tip. The button did not have intermittent failure. The device responded when the cut/coag buttons were pressed. The returned plasmablade 4.0 was found fully functional without any issue. Review of the lot history record revealed no anomalies.